Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. On (B)(6) 2011, it was reported that the pt lost stimulation. Invalid impedance readings were observed on all lead contacts. X-ray showed no anomalies. The lead was explanted and replaced on (B)(6) 2011, and stimulation was recaptured postoperative. No additional information is available at this time.